Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days post-operative of a whipple procedure, the patient had a change in condition and was transferred back to the intensive care unit(ICU) with septic shock. It was noted that the patient had an anastomotic leak. The patient was sent to the operating room and was found to have ischemic stomach with a hole in the staple line.